Event description:
Discordant advia centaur cp ipth results were obtained for a patient sample. The patient sample was tested at the other customer site and a result obtained. The same patient sample was tested at the customer site and the result was higher. The patient sample was then tested again at both sites and the results were similar to the initial results. All of the testing was done within an hour of the sample being drawn. The results were reported to the physician. The physician requested testing to be performed on a redraw sample. The redraw sample was tested at the customer site and the result was high. The patient was on the operating table when the new sample was drawn. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and found no issues that may have caused the discordant result. The cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Per the IFU under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy." Per the IFU under the intended use section: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur cp system. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy."